Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that one week following bilateral lasik surgery, the patient presented with an opacity on the center of the cornea, in the right eye. The opacity was described as a white, circular patch, located in the pupillary area. The first day after surgery, a slight under correction was noted. The surgeon added that at the one week visit, significant vision loss was also noted. The left eye was reported to be unaffected and doing well.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively (B)(4).